Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was slightly elevated. The cartridge, infusion set and site were changed. No additional occlusions have occurred. The customer's current bg level was within normal range.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.